Event description:
Caller states the lancet protrudes from the softclix plus lancet device cap. No adverse event reported. Requested return of the suspect device and replacement was sent. No info provided to indicate where issue was discovered.